Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a tibial fixation, when going through the bone tunnel, the screw broke. All broken pieces were removed from the patient and a backup device was utilized to complete the procedure.

Manufacturer narrative:
The implant shows signs of very little damage except for the shear at the breakage line. It was communicated that the site was appropriately prepped with a 7mm drill. The condition of the fracture indicates a torque issue. No root cause related to the manufacturing of this device can be confirmed. A review of the device history record was performed which confirmed no inconsistencies. Use error cannot be ruled out as a contributory factor.